Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the guide wire was unable to be inserted. The lead was not implanted and was replaced without issue. The patient suffered no complications from surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.